Event description:
Gambro received a voluntary medwatch report that stated a pt had a hemolytic event following a dialysis treatment on a phoenix machine. Immediately following treatment, the pt complained of not feeling well with increased numbness in his left arm. The pt had altered mental status, a drastic change in blood pressure, he became weak, diaphoretic, and his skin color was bright red. The pt was transferred to the ICU where he was intubated and initiated on continuous renal replacement therapy. The facility reported there were no alarms during treatment, no access or blood flow issues and there were no blood flow interruptions. This is an acute dialysis unit and the pt had been hospitalized at this facility for a month prior to this event and remained hospitalized following the event. The facility declined to provide any additional information with regard to this event. The phoenix machine was inspected by the gts representative and found to be operating within manufacturer specifications. The disposables used during the treatment were all discarded and the lot numbers were not available.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the lot number could not be provided by the facility. Gambro identified the lot numbers of the cartridge blood tubing sets recently shipped to this customer and pulled the retained samples (08r158206, 08r158210, 09r158202 and 09r158208). All four lots were visually inspected and samples were also subjected to functional and dimensional testing; no failures were detected.